Event description:
Additional information was received from the area representative, indicating the patient underwent surgery for pin reinsertion, which seems to have solved the reported high impedance.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.

Manufacturer narrative:
Brand name, corrected data: initial report inadvertently listed incorrect brand name, corrected data: initial report inadvertently listed incorrect name model #, corrected data: initial report inadvertently listed incorrect model number serial #, corrected data: initial report inadvertently listed incorrect serial number lot #, corrected data: initial report inadvertently listed incorrect lot number expiration date, corrected data: initial report inadvertently listed incorrect expiration date

Event description:
Neurologist reported thru a company representative that he found a high impedance value on a vns patient during a follow up visit. Patient recently had an accident on the collar bone and his generator got hit. Xrays were taken and provided to manufacturer for review. From x-rays images, the generator was visualized in a normal placement in the left upper chest. The filter feed-through wires and lead wires at the connector pin appeared to be intact. The lead connector pin appeared not to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement in the neck. There was part of the lead behind the generator and could not be fully assessed. A suspected area was found on the portion of lead close to the electrode, likely a sharp angle, but cannot be fully assessed due to lack of neck xrays. Additional information was received from neurologist that impedance was already high when he saw this patient for the first time, about 4 months after vns implantation. Good faith attempts to obtain further information from the patient's treating neurologist and surgeon have been unsuccessful to date. At the moment revision surgery is likely but has not been scheduled.